Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images and photo of the device were provided to the manufacturer for evaluation. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten months post port implant, the patient reported pain at the port site. It was further alleged that a CT scan demonstrated perforation and contrast medium leakage. Reportedly, the port was removed the following day. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport titanium isp s/l was returned for evaluation along with one CT image and one mp4 video. Image review determined that a port-a-cath and catheter had a leak near the proximal end of the catheter. Review of the returned video confirmed a leak approximately half way down the catheter. The returned product sample was evaluated and two longitudinal fractures and discoloration were identified at the 41 cm mark; additionally, wear was noted on the depth markers between the 40 to 45 cm depth markers. The investigation findings are consistent with a known complication called catheter pinch-off, therefore, the investigation is confirmed for pinch-off. The most likely root cause for the identified pinch-off is product placement. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately ten months post port implant, the patient reported pain at the port site. It was further alleged that a CT scan demonstrated perforation and contrast medium leakage. Reportedly, the port was removed the following day. The patient status is unknown.

Manufacturer narrative:
Additional details were provided from the medical image review completed on 9/04/2018; the associated fields have been updated accordingly and the summary is listed below. Image review summary: based on the image provided, CT axial cut demonstrated a radiopaque density; the outline of the radiopaque density is suggestive of a port-a-cath and catheter with a radiopaque contrast leak at the proximal end of the catheter.

Event description:
It was reported that approximately ten months post port implant, the patient reported pain at the port site. It was further alleged that a CT scan demonstrated perforation and contrast medium leakage. Reportedly, the port was removed the following day. There was no reported patient injury.